Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet was accidentally submerged in water when dropped into a toilet and subsequently became unreliable, with difficulty opening and connecting to the ilet mobile app; troubleshooting steps included button recalibration and a restart on the cradle without resolution. Symptoms included device nonresponsiveness of the sleep/wake button and loss of connectivity. Outcomes included transition to multiple daily injections and continued cgm use per guidance, with instruction to shut down the device and acknowledgment that data would not transfer to a replacement. Investigation included customer troubleshooting and review of device operation and connectivity. Investigation of this case revealed a suspected liquid ingress affecting the user interface and communications functions, consistent with a hardware malfunction of the external controls and connectivity components. It was concluded, based on previously established findings for similar reports, that the cause was device exposure to liquid leading to hardware failure.